Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an open reduction internal fixation (orif) surgery for talus fracture with headless compression screws (hcs) on (B)(6) 2019, two (2) drill bits broke. When the surgeon drilled the bone, the first drill bit broke off and the fragment was left in the patient's bone. The surgeon tried to remove the fragment for thirty (30) minutes but was unsuccessful. Another incision point was made and fixed the bone with 4.5mm hcs. Then, the surgeon tried to use another hcs to fix another bone fragment and drilled using the second drill bit. However, the second drill bit also broke in the bone. This time, the broken fragment was extracted in about ten (10) minutes. It was also reported that the case was multiple injuries and the patient had pelvic and femoral trochanteric fractures. The surgeon commented that the patient was young and had good bone quality, and the strength of the drill bits was insufficient compared to the bone. There was a (60) minute surgical delay reported. Patient status and surgical outcome are unknown. Concomitant devices: headless compression screw (part: unknown, lot: unknown, quantity: unknown). This report is for a 2.0mm cannulated drill bit. This is report 1 of 2 for (B)(4).